Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was slightly bent which caused the outer insulation to spiral. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events were ¿the helix was slightly bent per the physician which caused the outer insulation to spiral¿. The reported event of bent helix was confirmed but the reported event of spiral outer insulation was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix was stretched and bent consistent with procedural damage which contributed to the event of bent helix that was reported in the field. Visual examination of the lead body did not find any anomalies except for the compressed outer coil which is consistent with procedural damage.